Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was replaced and returned for analysis. Investigation of the sensor did not reveal any malfunction. Sensor performed as expected during investigation. Customer complaint cannot be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient could not get strong signal upon placing transmitter over newly inserted sensor which lead to the removal and replacement of the sensor.